Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
It was reported that the customers patient information center ix was not producing any audio. The device was in clinical use when the issue was discovered but no patient harm was reported.

Event description:
Problem statement: the customer reported that there was no audio coming from a secondary display networked to a patient information ix center. There was no patient injury or harm reported as the patient could was still being monitored at the bedside and the other central stations in the area. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Complaint evaluation: the customer contacted the philips customer care solution center to report the audio issue. The customer confirmed they had already replaced the speaker and cabling to the secondary display and the issue remained. Customer requested a field service engineer (fse) to come onsite to evaluate the reported issue. A fse was sent onsite and the audio issue was confirmed. Customer resolution and conclusion: the speaker was not producing sound as expected on a secondary display connected to a patient information center ix. An fse working at the site rerouted the network cable to allow the secondary display to product sound. There were no parts replaced. The system was reported to meet specifications and was returned to use. Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? Yes the device was in clinical use at the time. Was there any adverse event to the patient or user? No the customer did not report and adverse event. If there was an adverse event, did the device cause or contribute to the adverse event, and how? The customer did not report and adverse event.